Event description:
During an evening workshop, the surgeon, reported to the sales rep, that they had re operated on a patient that day ((B)(6) 2014) as during the initial implantation on the (B)(6) 2014, the two lag screws had missed the nail and went to the side. The surgeon further reported that the positioning of the lag screws was successfully corrected during the second procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.